Event description:
It was reported that the patient sought medical attention at a clinic on (B)(6) 2026 with diabetic ketoacidosis and an infection that developed at the infusion site (left arm) while wearing the pod between 37 and 48 hours. The patient¿s blood glucose levels rose to 33.3 mmol/l (599 mg/dl). The patient reported that the site was red, swollen with a lump. Additional symptoms reported include dizziness, nausea and weakness. The patient self-administered inulin using a manual pen and changed their pod as treatment for the diabetic ketoacidosis. The patient was prescribed ciprofloxacin 900 mg and dalacin (clindamycin) 500 mg to be taken once in the morning and once in the evening as treatment for the infection. It was also reported that the patient¿s concomitant medications included convulex (valproic acid), zoloft (sertraline) and esomeprazole. The patient has disposed of the pod.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.